Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the monitor was unable to recognize an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. Additionally, the front response button was intermittent. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an electrode belt and the response button was intermittent.